Event description:
It was reported that this right atrial (ra) and right ventricular (rv) leads exhibited noise with oversensing and pauses in pacing that resulted multiple syncopal episodes. Atrial impedance trends were stable and ventricular impedance were stable up until a few days ago, where there was a jump from the mid 500 ohms range to 1014 ohms. Ts reviewed programming options and recommended further evaluation of the leads. These leads remain in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).